Event description:
The customer reported to olympus, at the end of the ureteroscopy procedure, pieces of the outer layer (bending section near the distal tip) on the uretero-reno videoscope were found to be broken off in the patient's bladder. The pieces were retrieved with an alligator grasper. There was no procedural delay and no additional imaging was required as a result of the issue. The defect in the scope matched the retrieved pieces. The device was inspected before use with no anomalies. No patient harm was reported.

Manufacturer narrative:
The device was returned for analysis and the findings include the following: during the leak test a channel leak was found, the bending section cover had a cut but no leak, the bending section cover glue was cracked, the brush passage had a tear inside the channel wall, the insertion tube had scratches, and the angulation was low. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that irregular stress was applied to the bending section cover (a-rubber) glue during user handling, which damaged and chipped the glue. Thus, resulting in the device breaking a falling into the patient (requiring retrieval). However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 3 ¿ preparation and inspection olympus will continue to monitor field performance for this device.